Event description:
There was a kink in the posterior segment of the catheter. The patient had no signs or symptoms. The pump and catheter were replaced. The patient recovered without sequela. The new pump system was delivering dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Catheter model 8709; serial# (B)(4); implant date: (B)(6) 2002; explant date: (B)(6) 2011.